Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's gas bench. Unit was calibrate and safety tested to factory's specs.

Event description:
Customer reported an issue with the beneview monitor which may have affected o2 monitoring. No pt injury was reported.